Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material at the bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found that the device was out of specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the investigation results, it was confirmed that foreign material adhered or clogged in the ending section cover or distal sheath (the black covering of the bending section). It is possible that this material was not removed because reprocessing could not be conducted properly due to leakage from the plug unit. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use: instructions for use states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection . Instructions for use states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.